Event description:
2025-may-20 (B)(4) sap ecc service and repair (B)(4), sap ecc service and repair (B)(4). (Con): information was received from a patient's representative regarding an external device. The caller had a damaged desktop charger cord and antenna. Request was sent to repair to replace the desktop charger and antenna.  Caller states patient is in a rehab center and is freaking out because it is taking over an hour to charge the implanted neurostimulator. Normally it takes 30-40 minutes to charge and on sunday it took an hour and 45 minutes. Caller mentioned patient has speech issues and it is hard to hear him.  Patient representative states recharger icon is not working right; one icon is missing on the charger. Patient representative states the connector pin is bent down a little bit and the recharger antenna wires are cracked. Patient was able to start a recharging session with all coupling boxes filled in but then they went away until holding antenna. Agent reviewed this could be why recharging is taking longer. Patient representative mentioned patient had a CT scan done recently. Caller states patient has a hard time hearing due to speech issues.

Manufacturer narrative:
Continuation of d10: product ID 37761, serial# (B)(6), product type recharger, product ID 37791, product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The caller had a damaged desktop charger cord and antenna. Request was sent to repair to replace the desktop charger and antenna. Caller states patient is in a rehab center and is freaking out because it is taking over an hour to charge the implanted neurostimulator. Normally it takes 30-40 minutes to charge and on sunday it took an hour and 45 minutes. Caller mentioned patient has speech issues and it is hard to hear him. Patient representative states recharger icon is not working right, one icon is missing on the charger. Patient representative states the connector pin is bent down a little bit and the recharger antenna wires are cracked. Patient was able to start a recharging session with all coupling boxes filled in but then they went away until holding antenna. Agent reviewed this could be why recharging is taking longer. Patient representative mentioned patient had a CT scan done recently. Caller states patient has a hard time hearing due to speech issues.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.